Manufacturer narrative:
The insulin pump was received with a21 error alarm after battery change due to voltage leak on the cooper cap on the interface board. The insulin pump passed self test and no unexpected a17 error alarm noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with unexpected restart alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. Alarm history was checked, and multiple external ram crc errors along with unexpected restart alarms were noted. The customer was advised the pump would have to be replaced and returned for analysis.